Event description:
The manufacturer received an allegation of a "service required" message displayed. The device was received and evaluated by the manufacturer. Review of the log files showed communication between the host and oxygen blending module were lost which may impact therapy. The oxygen blending module board was replaced to address the reported issue.